Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the gripper line break during actuation and difficulty/delayed positioning the device could not be replicated in the resting environment. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and the reported difficulty grasping and gripper line break appears to be due to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the break in the gripper line and the intervention to stabilize the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. The leaflets were grasped however the posterior leaflet flail was under the gripper arm. The gripper arms were raised and the leaflets grasped again however the same issue occurred. The grippers were raised again and it was noted the gripper line broke. The clip was left in place and deployed as the anterior leaflet was grasped securely. Another clip was implanted to stabilize the clip. A third clip was implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.